Event description:
It was reported back in 2005, the patient was not benefitting from the stimulation because, the lead had migrated. The patient had his spinal cord stimulator lead location revised within the cervical epidural space. For the next couple of years, the patient had coverage in his left upper extremity, however, he continued to have pain in his left 4th and 5th digits of his left hand. Despite multiple reprogramming attempts the patient still had pain in the digits of his left hand. The physician reported the patient was lost to follow up.

Manufacturer narrative:
Product ID 748966 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ extension product ID 748966 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ extension product ID 7435 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ programmer, patient product ID 3487a-33, lot# j0537697v, serial# implanted: 2005 (B)(6), explanted: product typ lead product ID 3487a-33, lot# j0537697v, serial# implanted: 2005 (B)(6), explanted: product typ lead. (B)(4).